Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. Pump in sweat suit and stopped due to moisture being wet. Customer reported the moisture exposure to the pump was sweat and water. The customer was assisted with troubleshooting and the display went blank immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. Traces of corrosion were found at the motor assembly per visual inspection. We were unable to perform displacement test or self test due to blank display. The device was received with cracked case at display window corners, display window, reservoir tube lip, battery tube threads, minor scratched display window, scratched case and stained end cap sticker.